Manufacturer narrative:
(B)(4). Date sent: 4/29/2022. D4: batch #u5dc5z. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60g reload was received fully fired, with the pan partially dislodged at the proximal end from left side. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: u409ju. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? "Is the patient's current status known? Unknown. Was there any consequence to the patient or change in the patient's postoperative care as a result of the event (prolonged hospitalization, readmission, reoperation, etc.)? Unknown."

Event description:
It was reported that during a sleeve gastrectomy procedure, the 60mm green reload did not present a good intraoperative stapling, with the need to finish it using a thread. Patient consequence was not reported. No further information is available.